Event description:
Rv defib impedance trends at about 150 ohms but triggered an alert due to the impedance >200 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).